Manufacturer narrative:
This report was initially submitted following notification from a customer in israel regarding a misidentification of (B)(6) as brucella while testing synovial fluid sample using the vitek® ms (reference # (B)(4)) the customer was using knowledge base (kb) 3.2. The synovial fluid sample was grown in a blood culture bottle which turned positive after one week. The organism was plated on a chocolate agar plate and after allowing growth for 48 hours it was placed on the vitek® ms for identification. The customer received results of "no identification" and then "brucella" . The strain was sent to a reference lab and was identified as (B)(6) by pcr and also by bruker. A biomérieux internal investigation has been completed with the following results: complaint trend analysis and device history record. A trend analysis was done regarding the complaints recorded for a misidentification due to a kb weakness and a system limitation. Since january 2016, seven similar complaints have been recorded, from seven different customers. Seven isolates were misidentified as brucella spp. There is no CAPA, no non conformity on vitek ms linked with customer 's complaint. Conclusion on the fine tuning. The fine tuning analyzer report for the last fine tuning done before the identification issue was not provided. Consequently, it was not possible to conclude on the fine tuning quality before the identification issue. Conclusion on spot preparation quality. The customer's spot preparation quality was not optimal. The calibrator and sample "all peaks" values were quite heterogeneous. This could be explained by a non-optimal spot preparation (culture, spot, different operator). Conclusion on the identification. The expected identification (massilia timonae) was not present in the knowledge base v 3.2. As the system was operational during the tests, it should have identified this strain as "no identification". Analyzation of mzml sample showed that number of all peaks was heterogeneous. Moreover, the mis-identification results to brucella spp. Was obtained from the spectra having the lowest number of peaks. This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator). Consequently, the cause of the misidentification issue was a kb limitation with a bad quality of spectra. As the strain was suspected to be a brucella species (pathogenic strain), strain return was not requested. In addition, according to the user_manual_supplements_-_161150-924_-_a_-_en_-_vitek_ms_clinical_use_-_v3.2_knowledge_base, a brucella identification must be manipulated with extreme caution and sent to a reference laboratory for further investigation. In this case, the identification could be confirmed by a reference method, including potential sequencing of the strain. In cases of no identification result, instructions for the user are written in the vitek® workflow user manual 4501-2233 - f : "repeat the acquisition for the same deposit. If the message is displayed again, redo the deposit and then the acquisition. If the message is displayed again, repeat the identification using another method (such as vitek® 2, api® strip, other biochemical or molecular methods). Massilia timonae is not present in the vitek ® ms kb v3.2, there is a system limitation mentioned in the vitek® ms knowledge base user manual ref. (B)(4) for vitek® ms clinical use v3.2: testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results." Root cause analysis. Kb limitation with a bad quality of spectra. System limitation (species not present in the kb v 3.2).

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of massilia timonae as brucella while testing synovial fluid sample using the vitek® ms (reference # 410895) the customer was using knowledge base (kb) (B)(6). The synovial fluid sample was grown in a blood culture bottle which turned positive after 1 week. The organism was plated on a chocolate agar plate and after allowing growth for 48 hours it was placed on the vitek® ms for identification the customer received results of "no identification" and then "brucella" . The strain was sent to a reference lab and was identified as massilia timonae by pcr and also by bruker. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.